Event description:
Potential for injury associated with the walking beam on a tdxsp-cg-CT power chair being bent at an angle. This compromises the stabilitiy of the chair and may contribute to unintended/erratic movement.